Manufacturer narrative:
The unit was received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case, cracked reservoir tube window, cracked reservoir tube, cracked case at reservoir tube window corner, missing end cap sticker, missing reservoir tube o-ring and peeling address label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked at the reservoir. Customer's blood glucose was 104 mg/dl at the time of incident. Troubleshooting found that the customer uses tape to hold in the reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.